Event description:
Through transvenous approach, a 29mm sapien xt was implanted into an existing mitral ring, type unknown, and within minutes of deployment the valve embolized into left atrium. The physician attempted several times to reposition the valve back across the mitral valve, but to no avail. The patient was stable and transferred to the or for open heart surgery to remove the thv. The valve was explanted and retained by the hospital. It was perceived that 2cc of additional contrast should have been added to the system, instead of just 1cc additional volume that was added.

Manufacturer narrative:
(B)(4). At this time, the thv is not indicated for use inside a surgical mitral ring and there is no guidance in the thv training manual on usage of a sapien valve within a surgical mitral valve. Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv in the aortic valve. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, as this was an off label use of the valve, the exact cause of embolization cannot be confirmed. It is possible that the thv was not well seated in the existing mitral ring; as it was perceived that the valve may not have been fully expanded with the contrast volume used for deployment. The thv was surgically explanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.